Event description:
It was reported that shaft break occurred with unretrieved device fragment. The target lesion was located in the left main. A 5.00 x 8mm synergy megatron drug-eluting stent was advanced for treatment, during deflation of the balloon, the stent struts were caught and the shaft was broken. The distal end of the shaft was left inside the patient and the physician needed to trap the broken pieces. The guide catheter was removed. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.